Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the 4-way valve was not shifting properly. Additional malfunctions include the tie wraps were leaking, the hose clamps were leaking, and the sieve beds were dusted.